Event description:
New information received states that the device was inoperable since (B)(6) 2020. The device was explanted and a new device was implanted. Therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
B3 - date of event has been corrected however it remains as an estimated date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the implantable pulse generator was showing replace generator error message on the patient controller. A surgical intervention is anticipated in the near future. No additional information is available at this time.